Event description:
It was reported that there was an issue with the hemostasis valve. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The was was inserted into the patient and being positioned in the laa. At this time the physician was having difficulty re-tightening the blue hemostasis valve on the sheath. There was difficulty in threading the blue hemostasis valve on the back of the was. The physician used another of the same device to resolve the issue. The procedure was completed successfully and a closure device was implanted in the laa of the patient. There were no complications to the patient that occurred during this procedure. It was further reported that the physician was unable to tighten the hemostasis valve to reduce the leak which caused an excessive leak.

Event description:
It was reported that there was an issue with the hemostasis valve. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device and delivery system (wds) were used. The (was) was inserted into the patient and being positioned in the laa. At this time the physician was having difficulty re-tightening the blue hemostasis valve on the sheath. There was difficulty in threading the blue hemostasis valve on the back of the was. The physician used another of the same device to resolve the issue. The procedure was completed successfully and a closure device was implanted in the laa of the patient. There were no complications to the patient that occurred during this procedure.